Manufacturer narrative:
Di not available as product was manufactured on or before september 23, 2014.

Event description:
It was reported that the patient presented for a scheduled pulse generator change procedure. During the procedure, it was noted that the right ventricular lead exhibited failure to capture. The lead was capped and exchanged on (B)(6) 2022. There was no consequences to the patient.